Manufacturer narrative:
Clinical code: 4440- thrombosis/thrombus- left carotid artery thrombus. Impact code: 4624- surgical intervention- thrombectomy, stent placement. 4629- device revision or replacement- cutdown procedure. Medical device problem: 2993- adverse event without identified device or use problem- the thoraflex hybrid device appears to be performing as intended. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: additional questions sent to the site. 3331- analysis of production records: a full batch review was performed for tag00309, and no issues were identified during manufacturing process from raw materials to finished products. 4117- device not accessible for testing: device remains implanted. 4112- analysis of information provided by user/third party- the event of left common carotid artery (lcca) thrombus was reported to have occurred on (B)(6) 2023, with resolution of the event on the same date. The post-operative CT scan provided was performed on (B)(6) 2023, therefore the lcca thrombus was not present and root cause cannot be established. The thoraflex hybrid device appears to be performing as intended, with exclusion of the dissection primary entry tear and subsequent false lumen thrombosis. 4110- trend analysis- a 4 year review was performed for thoraflex hybrid > occlusion/ thrombosis > artery this gave an occurrence rate of less than 0.068%. No trend identified that required action at this time. Investigation finding: 213 - no device problem found- the thoraflex hybrid device appears to be performing as intended, with exclusion of the dissection primary entry tear and subsequent false lumen thrombosis. Investigation conclusion: 67 - no problem detected- no causal link to device deficiency could be confirmed due to limited scans which showed device appears to be performing as intended and no additional information from the site.

Event description:
Clinical trial extend-001 (B)(4), on post-operative day 2 (on (B)(6) 2023), subject (B)(6) experienced an adverse event of left carotid artery thrombus status post left carotid cutdown. The event was considered recovered, resolved with treatment and resolved without sequelae on 28-may-2023. No medication was given to treat the event. Surgical intervention was required -thrombectomy, stent placement and cutdown procedure. Subject continues on the study. This report is being submitted as final for manufacturing report number: 9612515-2025-00079 to provide event closure information for tag0309.

Event description:
Clinical trial extend-001 ((B)(6)), on post-operative day 2 ((B)(6) 2023), subject (B)(6) experienced an adverse event of left carotid artery thrombus status post left carotid cutdown. The event was considered recovered, resolved with treatment and resolved without sequelae on (B)(6) 2023. No medication was given to treat the event. Surgical intervention was required -thrombectomy, stent placement and cutdown procedure. Subject continues on the study.

Manufacturer narrative:
Clinical code: 4440- thrombosis/thrombus- left carotid artery thrombus. Impact code: 4624- surgical intervention- thrombectomy, stent placement. 4629- device revision or replacement- cutdown procedure. Medical device problem: 3190- insufficient information- additional questions sent to the site. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4111 - communication/interview: additional questions sent to the site. 3331- analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4117- device not accessible for testing: device remains implanted. Investigation finding: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.